Event description:
It was reported that the bd syringe 1ml ll had foreign matter. The following information was provided by the initial reporter: material # 309628; batch # 5176750. Verbatim: rcc received a complaint via email. We just opened another syringe that is cracked and has debris, am I able to send that one back to you guys as well?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter a syringe exhibiting a crack and the presence of debris was reported. To support the investigation, one sample of a 1 ml luer-lok syringe from lot 5176750 was submitted to the quality team for evaluation. The sample was received in an unsealed package that included all relevant product information. Upon inspection, the syringe barrel displayed a gouge consistent with scraping damage. This scrape resulted in the accumulation of material within the barrel. Fourier-transform infrared spectroscopy (ftir) analysis was conducted on the material; however, the results were inconclusive. The observed condition is non-conforming per product specifications and is attributed to the assembly process. A device history record (DHR) review was completed for material number 309628, lot 5176750. The review confirmed that all visual inspections were performed in accordance with established requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted per the inspection control plan, approved for shipment, and deemed compliant with product specification requirements. To date, no additional similar events have been reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.